Event description:
Rptr complains of difficulty swallowing, nodules in skin, shortness of breath, cold weather effects hands, dry eyes, mouth and vagina, hair loss, rash, cold sores in nose, joint pain and swelling, chest and stomach pains, numbness and tingling in arms, muscle weakness in right leg, abnormal heart rhythm, blurred vision, balance problems, and dark colored urine. (See also 1002049 and 1002050.)